Event description:
It was reported post a stenting treatment procedure, the patient expired. The patient presented with unstable angina and a stroke. The 90% stenosed eccentric target lesion was located in a mildly tortuous mid left anterior descending artery (lad). Pre-dilatation was performed with an unknown manufacturer¿s balloon with residual stenosis less than 40%. A 2.5x28mm unknown manufacturer¿s stent was deployed and post dilatation was performed using an unknown manufacturer¿s, non-compliant, 2.75 high pressure balloon. Intra vascular ultrasound was used to measure the lesion stenosis/lumen diameter pre and post-implant deployment and confirmed the implant was fully apposed to the vessel wall. The patient experienced in-scaffold thrombosis 10 days post implantation of the device which was confirmed using angiography. An unspecified size promus element stent was placed to treat the thrombosis. The patient had a major stroke 48 hours post treatment of the thrombosis and expired. . The stroke and the patient¿s expiration are considered related to the unspecified size promus element stent; however, the promus was found to be patent. The patient was compliant in following the dual antiplatelet drug therapy (dapt) of plavix after the procedure.

Manufacturer narrative:
Device is a combination device. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).